Manufacturer narrative:
According to the triple sticker picture provided by the user facility, the production lot number is 93k. The DHR of the production number 93k was investigated. However, there were no abnormalities found in the following: (1) process inspection: clip movement, clip engagement. (2) quality inspection: general appearance of insertion portion, opening width of the clip. (3) non-conforming product report.

Manufacturer narrative:
The subject clip was not returned for evaluation. The user facility provided an image of the clip. The clip jaw was in an open position and the spring was attached/exposed inside the patient. The exact cause of the reported event could not be confirmed. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. The instruction manual also states that to prevent clip malfunction, ¿never use excessive force to operate the instrument. This could damage the instrument.¿ and ¿do not force the instrument if resistance to insertion is encountered.¿ in addition, there are warnings and cautions that clip operation and closure is more compromised with an excessively angulated scope, firm tissue, or after the clip has been opened / closed more than 5 times. The instruction manual also has directions for pre-procedure inspection of the clip apparatus, and states that the use of the device is restricted to compatible olympus endoscopes, and to specific tissue types and sizes. Additionally, ¿always have a spare instrument available.¿

Event description:
The manufacturer was informed that during a esophageal stent install procedure, two clips failed to deploy as both clips did not function or close. The user facility reported that the two clips are inside the patient. Additionally, it was noted that the tail/end of the two clips were observed to be the spring. A third clip deployed properly but it too was observed that the tail/end of the third clip was a spring instead of the "normal appearance". The procedure was completed. No other equipment was replaced. There was no patient injury reported. This report is for clip 3 of 3.